Manufacturer narrative:
Device labeling: reuse. A lot history review was performed and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received, will report within 30 days of receipt. Serious reportable event trends are reviewed quarterly in executive management review meetings.

Event description:
On (B)(6) 2014 our firm received a call from a pt advising that he/she developed a central corneal ulcer os while wearing an acuvue advance plus contact lens (cl) in (B)(6) 2014. The pt stated that he/she inserted the os cl that morning and began to notice that his/her os felt dry. The pt states that he/she removed the os cl when he/she noticed that the os was red, painful, and had tearing. The pt states that he/she saw her primary care physician the following day because his/her os was painful, swollen, and tearing. The pt advised that he/she was immediately referred to an ophthalmologist on the same day and the eye care professional (ecp) diagnosed the pt with the corneal ulcer os. The pt advised that he/she was told to remain out of cl wear for at least a month. The pt advised that he/she was treated with an antibiotic eye drop, a "numbing" eye drop for pain, and a steroid eye drop for os. The pt advised that his/her os vision was blurry and the os was swollen shut. The pt states that he/she was seen by the treating (ecp) about every other day. The pt states that the ulcer had healed and he/she has returned to cl wear. On (B)(6) 2014 a call was received from the pt's treating ecp's office. The ecp's representative advised that the pt was initially seen as a referral from her primary care physician office on (B)(6) 2014. He/she advised that the pt was diagnosed with an os corneal ulcer. The representative advised that the corneal ulcer was temporal, mid-line at the optical axis. She advised that the pt was treated with oxafloxacin and prolensa drops. The representative advised that the pt was cleared for cl wear, but was advised to only wear lenses for a few hours a day. He/she advised that the medical records will be sent for review. On (B)(6) 2014 medical records for date of visit: (B)(6) 2014 were received from the treating ecp's office, no additional information was received. Date of visit: (B)(6) 2014; cc: a (B)(6) female is here for f/u visit for a corneal ulcer os with iritis. Pt states os feeling better; os: cc:20/30; eom: full ductions, alternate cover test - orthi distance and near; l&a os: lids: wnl; lesion: wnl; lid position: wnl; slit lamp exam os: conjunctive: clear; cornea: corneal ulcer has resolved/minimal corneal edema present; dry eyes; chamber: t-cell; iris and pupil: wnl; lens: clear; assessment: corneal ulcer os with mild iritis resolving?corneal edema; plain: ofloxacin sol one drop os tid and prolensa sol one drop os, add lotemax susp bid resolving; remain in dim light and use cold compresses and pain relief/cl wear to be resumed with extreme care -- (B)(6) 2014 and report back to ecp about cl comfort. Multiple calls were placed to the ecp's office to obtain additional information, but no additional information to date has been received. The suspect product was discarded by the pt. Remaining product from the same lot number was requested from the pt for evaluation, but it has not yet been received.